Event description:
It was reported that the procedure was to treat a lesion in the arteriovenous graft of the left arm. The 7.0x60mm armada 35 balloon dilatation catheter (bdc) had no resistance during advancement but ruptured at 14 atmospheres (atms) during the first inflation. There was no resistance during removal. The device was soaked and prepared (air aspiration) outside the anatomy prior to use. Another same sized armada 35 was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported compliant. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.